Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had a failure on the monitor (colored image). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. The r-unit is broken and therefore the image is purple. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is component failure, which is expected or random without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had a failure on the monitor (colored image). There were no reports of patient harm.